Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Stockert 70 system (model# m-5463-01 serial# (B)(4)). Coolflow pump (model# m-5491-02 serial# (B)(4)). Pentaray catheter. Soundstar catheter. Quad catheter. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cerebrovascular accident. During the procedure, the patient suffered a stroke, resulting in left-sided paralysis. Computed tomography (CT) did not detect bleeding. Patient was placed on a heparin drip. The patient was reported to be in stable condition at the time this complaint was reported. There is no further information about the hospitalization and if any additional intervention was performed. Physician did not provide a causality opinion.